Manufacturer narrative:
Citation: hasegawa h, nakama t, senoo m, et al. Clinical implications of sokolow-lyon voltage less than 3.5 mv in patients who have undergone transcatheter aortic valve replacement. Minerva cardiol angiol. 2024;72(5):444-452. Doi:10.23736/s2724-5683.24.06450-0 earliest date of publication used for date of event. Medtronic transcatheter valve brands used in the study: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a novel risk-stratification system for transcatheter aortic valve replacement (tavr) candidates using pre-operative examination findings. The study population consisted of 181 patients who underwent tavr with either a medtronic valve brand (n = 40) or a non-medtronic valve brand (n = 141). During the two-year follow-up, the following adverse outcomes occurred: permanent pacemaker implantation, paravalvular leak (moderate to severe), and hospitalization for heart failure. The authors also observed two cardiovascular deaths during follow-up. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.